Manufacturer narrative:
The cartridge has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was experiencing elevated blood glucose (bg) over 500mg/dl with moderate ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the cartridge and infusion set were not secure at the luer lock. During troubleshooting, the luer lock between the cartridge and the infusion set was reportedly able to be secured, and the issue reportedly resolved. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge in not securing the luer lock appropriately.